Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible occlusion (pt: vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse®, into the chin (off label use of device). After the treatment with radiesse®, the patient experienced a possible occlusion on the chin (also reported as inclusion). It was not clear if it was an occlusion, but it was a high possibility. The outcome of the event was unknown.